Event description:
Kangaroo nasogastric (ng) tube was discontinued and removed from patient. Upon removal, there was a ruptured area in the tube when checking for complete removal. All pieces of ng tube were accounted for, but an obvious split in the tubing was seen.